Event description:
It was identified on (B)(6) 2023 that a patient had underwent revision surgery in 2017. The components which were revised and the reason for revision is unknown at this time. If additional information is received, a supplemental will be submitted accordingly. This event will be reportable to the FDA as a serious injury due to the patient undering a revision procedure. 11 october 2023 update: additional information was recieved during this investigation. During this revision procedure, an eleos tibial hinge component, eleos tibial poly spacer, and eleos tibial baseplate was revised, as the patient was experiencing patella baja in the left knee joint. In this case, the three eleos components were replaced. This record captures the eleos tibial hinge component.

Manufacturer narrative:
Investigation was concluded on this event on 13 september 2023. The following sections were updated: section b5 was updated to include most recent event description based on additional information received from investigation. Section h6 codes were updated to reflect investigation fiindings. Section b7 was updated to include patient history. During this revision procedure, an eleos tibial hinge component, eleos tibial poly spacer, and eleos tibial baseplate were revised, as the patient was experiencing patella baja in the left knee joint. The patient was experiencing patella baja, resulting in the need to change the alignment of the hardware to allow for proper tracking of the patella during flexion and extension. In this case, the three eleos components were replaced with custom non-onkos devices. The explanted devices were not returned for evaluation. The part number and lot number of the implanted tibial hinge component is not known. Therefore, a review of work order and sterilization batch record could not be completed as the device information is not known. The root cause of the patella baja condition could not be determined conclusively. Patella baja is the condition of a patient's patella lying lower than intended, which can cause pain and restricted range of motion. The cause of this condition could have been due to multiple factors- insufficient alignment/placement of the patella intra-operatively, improper selection or positioning of components intra-operatively, post-operative trauma, etc. However, based on the available information, a root cause could not be determined conclusively. The following mdrs were submitted for this event: 3013450937-2023-00122 3013450937-2023-00122-001 3013450937-2023-00205 3013450937-2023-00206.

Event description:
It was identified on (B)(6) 2023 that a patient had underwent revision surgery in 2017. The components which were revised and the reason for revision is unknown at this time. If additional information is received, a supplemental will be submitted accordingly. This event will be reportable to the FDA as a serious injury due to the patient underwing a revision procedure.